Manufacturer narrative:
Device identifiers and additional information were requested; however, no further information is expected. The location of the device is unknown. Since the device was not returned to the manufacturer, an evaluation of the device could not be performed. Should additional information be provided, a supplemental report will be submitted.¿¿ secondary surgical intervention is listed in the device labeling as a potential adverse event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient required secondary surgical intervention shortly after hydrus implantation. There was no additional information provided. When additional information was requested, the surgeon declined to provide additional patient, event, and product details.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The root cause for this complaint is unknown. The manufacturer internal reference number is: (B)(4).